Manufacturer narrative:
Hill-rom tech support has sent a field tech to repair the bed. It is unk if the facility performed any other preventative maintenance on this bed. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in supplemental report.

Event description:
Hill-rom received a report from the accounts stating the bed exit would not alarm. The bed was located in medsurge at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).